Manufacturer narrative:
The customer stated that qc was within specification on the day of the event. It was found that the customer uncaps patient samples for testing and then removed caps are rearranged to reuse them. This was identified as a possible risk of contamination between samples. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 1.78 coi, interpreted as positive. The customer questioned the result as it did not match the patient's previous results. A confirmatory test was performed and the result was positive. The customer tested another sample from the patient collected at the same time as the first sample and the result was negative.

Manufacturer narrative:
The analyzer serial number is: (B)(6). The investigation is ongoing.